Event description:
This resident was found in a sitting position on the floor, parallel to and adjacent to the left side of the bed, facing the foot of the bed. Right arm was across chest, left arm was extended to the side. Resident's head was wedged between the upper bed rail and the mattress. Cuase of death: accidental mechanical asphyxiation. The bed was in the lowest position and the upper rail up at the time of the incident. Bed and siderails in use at the time of the incident were invacare ih720-3m and ih5820, purchased 4 years ago.